Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected varying shock impedances including a low shock impedance on this right ventricular lead. The patient was further evaluated. Noise was reproduced in clinic however the lead measurements were within normal range. Technical services discussed troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
It was later reported that the lead and device were both explanted. It was reported the lead was being returned for analysis.

Manufacturer narrative:
The lead was returned to our quality assurance laboratory severed 185 mm from the terminal pin and two segments were returned. All the filars appeared cut. There was insulation missing from the tip segment of the lead, 185-257 mm from the terminal pin. Some segments of the conductors might have been missing as well. Setscrew marks were noted on all terminals. The extracting stylet was returned stuck in the tip segment of the lead. The suture was tied tight around the trilumen insulation of the tip segment. The clear medical adhesive was torn/separated from the gore at the proximal and distal ends of the proximal spring electrode. The proximal spring was also stretched in many places. Calcification covered much of the proximal spring electrode and the proximal spring was bunched up, deformed and pushed proximally. Puncture holes and scraping marks were noted on the proximal spring gore, possible related to some type of tool use. The proximal cable to coil crimp (pigtail) has been moved slightly distal. There was slight webbing damage in one spot over the pigtail area, however, not through to the other lumens. There was body fluid noted in many locations and tissue entwined in the extended helix. The lead was then tested. The lead failed the internal insulation integrity test from the rs- to the proximal high voltage due to the induced damage. However, it passed this test distally, high voltage to rs- and distal high voltage to proximal high voltage. The lead passed the conductor integrity testing. Due to the insulation integrity failure, destructive analysis of proximal spring electrode was performed. The coil filars were clipped at the distal end of the proximal coil and unwound. A long straight tear with jagged edges was noted from 480-525 mm from the terminal pin; appeared to have been induced at explant. In conclusion, lab analysis could not confirm the allegations of varying and low shock impedance through analysis of the lead segments returned.

Manufacturer narrative:
The patient was admitted to the hospital and was waiting a revision procedure. All available information indicates that the products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.